Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be unknown/undetermined due to the lack of medical imaging surrounding the implant procedure. Suboptimal placement at implant or post implant migration in combination with aortic neck diameter growth likely contributed to the event. The most likely cause of the mid aortic loss of seal was found to be the significant lateral movement in combination with sac growth due to an untreated endoleak observed at 30 months post implant. The most likely cause of the compromised stent graft integrity was found to be device related, due to the use of strata material. All of the above issues were addressed in an additional endovascular repair procedure, however, due to the lack of medical information surrounding the secondary repair event, final patient disposition could not be determined. There have been no reports of further negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An intuitrak bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason approximately 8 years post op where physician observed a type ia endoleak and lateral displacement of the graft. A re-intervention occurred the next day where a suprarenal cuff, infrarenal cuff, and a limb stent were implanted, which successfully resolved the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.